Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements two days post implant. Sensing and pacing impedance measurements were noted to be appropriate. The patient experienced fatigue and upper gastrointestinal symptoms (burping sensation). An echocardiogram was performed and noted a small pericardial effusion. The physician believed that the ra lead was the cause, however, it was not able to be determined if a lead perforation had occurred. No additional adverse patient effects were reported. This product remains implanted and in service. The physician plans to continue monitoring.